Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a controller exchange during a clinic visit. The coordinator stated: "I had to change controllers on a patient in clinic with a loose battery connection and it was beeping intermittently, likely from a partial disconnect. The battery indicator remained lit and no visual alarm would show on the display, I am guessing because the disconnects are too quick and transient to show up but is just enough for a quick audible alert." There were no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the reported information and review of logs and analysis findings of no detected failure, no root cause conclusion can be made. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.